Event description:
Caller reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who was advised on how to handle the current pump and acknowledged the instructions. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.